Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the left anterior descending (lad) artery. A 2.50x16mm promus element ¿ drug-eluting stent was selected to treat the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was kinked in its centre and several struts were raised off the balloon material across the length of the stent. This damage is consistent with the stent meeting a resistance or an obstruction and the damage may have been aggravated further during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).